Event description:
It was reported that the right atrial lead exhibited noise and fluctuating impedances. It was suspected that the malfunction was caused due to subclavian crush. The lead was capped and replaced during routine device change out.